Event description:
It was reported to boston scientific corporation in early 2008 that a corflo cubby low profile gastrostomy enteral feeding device was placed three days prior (patient age, gender and weight unknown). According to the complainant, the balloon deflated 3 days after placement. The corflo cubby gastrostomy device was replaced with another low profile gastrostomy enteral feeding device no patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Deflation, cause unknown. The lot number is unknown; therefore, the device manufacture date cannot be determined. The returned device exhibited a crack in the locking mechanism. The cause of the crack is undetermined. The cause of the reported malfunction (leak) is unknown.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2169.